Event description:
I informed chattem, back in 2007, that this product burnt my son's legs, sent in pictures and a letter. They also had me mail the product back. Following that time, I've tried to contact them numerous times to find out what their qa dept found wrong with the product. I was totally ignored for now a year. My email address would no longer work and all you ever get is a voice recording when you call. This product should have been pulled a good while back, it was and is highly dangerous for young, middle and the elderly which I stated in my letter to them. Dose or amount: 1 patch per leg. Dates of use: 2007. Diagnosis or reason for use: sore muscles - running track and soccer. Event abated after use stopped: no.